Event description:
Revision surgery occurred to exchange the poly inserts with poly inserts of a thicker size in order to tighten the joint.

Manufacturer narrative:
Revision surgery occurred to exchange the ply inserts with poly inserts of a thicker size in order to tighten the joint. Review of the device history record indicates that the device was manufactured to specification.